Event description:
Early 80¿s female with history of monoclonal gammopathy. Rituximab infusion. Alarm air in line. When releasing channel to assess tubing, primary tubing came apart at junction. Infusion clamped and stopped. No known harm to patient. 2 lot numbers provided- uncertain which of the 2 lot numbers was the item identified. (Only 2 numbers in stock). Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter) will obtain. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter) will obtain.